Manufacturer narrative:
The t:slim pump user guide states: when entering a basal rate or requesting a temporary basal rate, if ou exceed 2 times the highest basal rate defined in your personal profile, the max basal alert occurs. The product has not been returned for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer received a max basal alert, as the customer had set a temporary basal rate of 250%. The customer's blood glucose level was reported to be impacted. During troubleshooting with tandem technical support, the customer was able to correct the basal rate.